Event description:
Same case as MDR ID#: 2134265-2012-01494. (B)(6). It was reported that post a stenting treatment procedure, the patient experienced effort angina and in-stent restenosis occurred. The patient presented due to unstable angina. The 90% stenosed and 23mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x28mm (study stent), resulting in 0% residual stenosis following post-dilation. The physician also treated a non-target lesion located in the proximal left circumflex artery (lcx) with balloon angioplasty and placement of a 2.75x28mm taxus liberte stent and a 3.0x16mm taxus liberte stent. The patient was discharged three days later on aspirin and clopidogrel. (B)(6) 2010 - the patient experienced effort angina and was hospitalized. Later in (B)(6), the patient received a 3.0x28mm promus stent to treat 90% in-stent restenosis located in the lcx. The event was considered resolved without residual effects and the patient was discharged two days later.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).